Event description:
Reporter indicated that she needed to return an explanted pulse generator and lead that were removed from a vns therapy patient due to infection. Generator and lead were returned to manufacturer for product analysis, however, that analysis is not yet complete. Good faith attempts for further information are currently being made.

Manufacturer narrative:
Vns therapy system lists infection as a potential adverse event possibly associated with surgery. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.